Event description:
It was reported that the lead dislodged and as a result the lead was repositioned.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc. Crmd.